Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("showed up with the piece of the essure coil that she passed") in a female patient who received essure (batch no. B34598). In 2013, the patient started essure. On an unknown date, the patient experienced device breakage. At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was showed coils and occlusion. On an unknown date: ultrasound scan result was showed coils and occlusion. Most recent follow-up information incorporated above includes: on 4-jan-2017: the previous event term "the patient has passed a piece that looks like the essure coil" was updated to "showed up with the piece of the essure coil that she passed"; incident category changed. This case was upgraded. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that the patient showed up with the piece of the essure coil that she passed. This event, interpreted as device breakage, is regarded as anticipated according to the reference safety information for essure. In this case, patient underwent 2 hsg (hysterosalpingogram) and an ultrasound and the result showed the coils and occlusion. It was not reported the exact date and mechanism of device breakage. However, considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: b34598, manufacturing date: may-2013, expiration date: may-2016. As of 25-jan-2017 no product was returned for the case, this case is being processed as if no product will be returned. If product is received, a child case will be opened and an investigation will be completed on returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps were not completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. Possibility micro-insert breaking is anticipated event,no event reported indicating a new technical failure mode for the device. Based on provided information on defect type corresponds to the following meddra llt: device breakage. No medical events reported, thus no assessment of relationship with a quality defect or batch investigation in respect to similar aes are applicable. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that the patient showed up with the piece of the essure coil that she passed. This event, interpreted as device breakage, is regarded as anticipated according to the reference safety information for essure. In this case, patient underwent 2 hsg (hysterosalpingogram) and an ultrasound and the result showed the coils and occlusion. It was not reported the exact date and mechanism of device breakage. However, considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis was performed and resulted in an unconfirmed quality defect or device malfunction, however the possibility of having a technical issue involved in the complaint could not be excluded since the product was not returned for evaluation. Further information is being sought.

Manufacturer narrative:
On an unknown date, the patient experienced vulvovaginal pain. Essure treatment was not changed. At the time of the report, the device breakage and vulvovaginal pain was resolving. The reporter provided no causality assessment for device breakage and vulvovaginal pain with essure. The reporter commented: she was unsure how the breakage occurred exactly. The material patient brought in was not clearly (obviously) part of the device. The insertion was uncomplicated. Unspecified date: devices looked intact on us and hsg. Most recent follow-up information incorporated above includes: on (B)(6) 2017: questionnaire - device breakage with essure (patient's demographic data, essure insertion date, image exams update, new adverse event, outcome, and reporter's comment). Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that the patient showed up with the piece of the essure coil that she passed and pain in the vagina from a sharp end of the material passed(seen as vulvovaginal pain). Both non-serious events, vulvovaginal pain is unanticipated while other event is anticipated in essure's reference safety information. In this case, patient underwent 2 hsg (hysterosalpingogram) and an ultrasound and the result showed the coils and occlusion. Doctor was unsure how the breakage occurred exactly. The material patient brought in was not clearly (obviously) part of the device. The insertion was uncomplicated. It was not reported the exact date and mechanism of device breakage. However, considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis was performed and resulted in an unconfirmed quality defect or device malfunction, however the possibility of having a technical issue involved in the complaint could not be excluded since the product was not returned for evaluation.